Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were doing a set change and accidentally over administered insulin. The customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 135 mg/dl at the time of the incident. The customer was at 174 m/dl at the time of the call. The customer used food, tea, and juice to treat. The customer experienced symptoms such as lightheadedness and discomfort. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics took over care of the customer. The insulin pump will not be returned for analysis.